Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover. In addition, the electrode was severed near the fantail, along the lead and near the array, and tool marks were noted on the top cover prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the flange and disturbed wire bonds on the analog chips. System lock could not be obtained at any spacing. This is due to the disturbed wirebonds, which are not believed to be related to the return reason. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed all of the mechanical tests performed. The open device visual inspection confirmed wirebond shorts at several pins. This is due to the disturbed wirebonds, which are not believed to be related to the return reason. A scanning electron microscopy analysis revealed tensile wire breaks across all electrodes near the flange. The photographic imaging inspection and scanning electron microscopy analysis revealed broken electrode wires near the flange. It is believed that these breaks caused the open impedances measured and complaint of no sound. A CAPA has been implemented. In addition, this device had nitrogen that exceeded the test limit. Based on an assessment of the dye penetrant test data, it is determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover. In addition, the electrode was severed near the fantail, along the lead and near the array, and tool marks were noted on the top cover prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the flange and disturbed wire bonds on the analog chips. System lock could not be obtained at any spacing. This is due to the disturbed wirebonds, which are not believed to be related to the return reason. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The open device visual inspection confirmed wirebond shorts at several pins. This is due to the disturbed wirebonds, which are not believed to be related to the return reason. A scanning electron microscopy analysis revealed tensile wire breaks across all electrodes near the flange. The residual gas analysis result revealed nitrogen levels above the test limit. The photographic imaging inspection and scanning electron microscopy analysis revealed broken electrode wires near the flange. It is believed that these breaks caused the open impedances measured and complaint of no sound. A CAPA has been implemented. In addition, this device had nitrogen that exceeded the test limit. Based on an assessment of the dye penetrant test data, it is determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of sound and open electrodes. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Device non-use has been recommended. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail, along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. In addition, the bottom cover was received with a dent. The photographic imaging inspection revealed disturbed wire bonds and broken electrode wires near the flange. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed all of the mechanical tests performed. This is an interim report.